Manufacturer narrative:
Continuation of d10: product ID: 203cxc, product type: coaxial umbilical cable, product event summary: the reported afapro28 balloon catheter of lot number 23532 was returned and analyzed. External visual inspection of the balloon segment was performed no anomalies were identified. The balloons and sleeve are all intact with no apparent issue. During visual inspection, visible blood was seen inside coaxial connector. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). In conclusion, the reported visible blood was confirmed, and the catheter failed the return product inspection due to a pin hole observed on the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID cryo-unknown (unknown serial/lot); product type: 0217-unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter afapro28 afa pro 28, a system test of the balloon catheter and execution of flush were conducted and both passed. Then when conducting mapping, a system notice indicated that the safety system detected blood in the catheter handle. The injection was stopped and the vacuum was disabled due to this detection. Blood was visibly seen attempting to work its way back through the coaxial umbilical cable. The cryo catheter and coaxial umbilical cable were changed out. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient files was received and recorded on the reported date of the event. The patient file showed two applications were performed using a catheter identified as afapro28/23521. The patient file did not show any system notice on the reported date of the event. The failure file was not received. In conclusion, the reported issue was not observed in the patient files and could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.